Manufacturer narrative:
Hollister received 17 samples of lot 7f263. Upon opening each pack , water was present in the packs, the sleeve on all samples was moist and the catheter advanced through the introducer tip with no problems. Testing was performed which included weight check, package integrity, lubricity and water content. All testing showed catheters met the product specification requirements. A DHR review was performed on this lot and no issues were noted.

Event description:
It was reported that the user received dry catheters which he stated stuck to his urethra and were diffifcult to remove. The user ran tap water over the catheter to hydrate prior to insertion. He has a history of utis and was hospitalized due to a uti at the time of reporting the event. He is now doing fine. Additional training on aseptic technique was provided to the user by hollister. The user stated that water was noted to be evident in the catheter packs when opened.